Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was partially inserted and was removed with no pt injury. A different lens was inserted.

Manufacturer narrative:
(B)(4). Eval, method (other): lens work order search. Results (other): visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).